Manufacturer narrative:
Manufacturer ref no: (B)(4). The device was returned and evaluated by baxter. Evaluation confirmed the reported symptom of "keypad inoperable." The unit in its received condition permitted power up, navigation, and pump run however, the row 3 (#0, #1, #2 and #3) keys acted as if registering row 2 keys presses. This condition was caused by a failed keypad. The remaining keys were functioning as expected. The keypad was replaced. Baxter has initiated a CAPA to further investigate the issue.

Event description:
It was reported a spectrum pump had an inoperable keypad in the medical intensive care unit. It was also reported there was no patient involvement.